Event description:
The event involved an elderly female with a past medical history of thrombocytopenia, hypertension, and hyperlipidemia. The patient was admitted with altered mental status and acute kidney injury, later diagnosed with microangiopathic hemolytic anemia. On [redacted date], an experienced intensive care unit (ICU) provider inserted a left internal jugular double lumen central line catheter for plasmapheresis treatment. The provider followed the standard ICU practice without complications. That night, despite the lines flushing well, there was poor blood return and sluggish flow noted during plasmapheresis treatment. Consequently, the ICU team decided to insert a second double lumen central line catheter and remove the first central line catheter. The removal of the left internal jugular catheter was performed at the ICU bedside per the standard of practice. The ICU provider that removed the catheter inspected and noted that the catheter tip was intact. A chest computerized tomography (CT) on [redacted date] revealed a foreign body in the right lower pulmonary artery. On [redacted date] had the foreign body removed without complications. The foreign body was determined to be a retained catheter tip. Manufacturer response for catheter, hemodialysis, non-implanted, mahurkar elite (per site reporter). Covidien rep notified by our materials management team.